Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump had multiple power error detected alarms. The blood glucose at the time of the incident is unknown. Troubleshooting was performed and the customer's mother was instructed on how to clear the alarm and advised to call back if needed. They called back later to report the power error alarm persisted after reset. It was advised to discontinue use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.